Event description:
It was reported there was an alarm heard that was unconfirmed by telemetry. The patient heard the pump beeping and the elective replacement indicator (eri) was not for 22 months yet. The pump was refilled on the date of this report. Upon interrogation there were no signs of an active alarm. Additional information received reported there were multiple motor stalls and motor stall recoveries recorded in the event logs. The pump was replaced on 2013 (B)(6). It was assumed this was a normal replacement. There was a motor stall and recovery on 2013 (B)(6), 2013 (B)(6), and a motor stall on 2013 (B)(6) with a tube set message two days later. There were no MRI¿s and the patient had no symptom return. The patient heard a critical alarm occurring for several days. The pump was being used to deliver clonidine and morphine. It was reported on 2013 (B)(6) that the patient had withdrawal symptoms and the pump was replaced. There were no known patient issues at the time of the report.

Manufacturer narrative:
Product ID 8709sc, lot# n179841003, implanted: 2009 (B)(6); product type catheter. (B)(4).